Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned sealed in the tyvek tray. Visual inspection confirmed there was a small black particle on the battery pack. Per zpc 8.400 a total of three (3) particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. As the particulate was larger than 0.60 sq. Mm in size the product is non-conforming. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that before surgery, during kit inspection, the unit had a black particle inside the sterile package. There was no patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction.